Event description:
It was reported that as the surgeon attempted to insert the aq2010v three piece silicone lens, the lens tore in the injector. There was no patient contact. The reporter stated the incident was the result of a loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastic). (B)(4) - no consequences or impact to the patient, lens damaged in delivery system. Evaluation: visual inspection of the returned product showed a clear surgical residue on the lens and a piece of the optic was missing. (B)(4).